Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction to updated on (B)(6) 2023.

Event description:
It was reported that missing or detached sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient had a retained sensor wire 8 days after the sensor was inserted in the arm. The parent was unable to tell if the sensor wire was broken, detached, or missing. They just removed the sensor and threw it out but did not check if there was a wire underneath the sensor pod. On (B)(6) 2023, the insertion site was evaluated by a doctor. The erythematous, hard lump on the skin was palpated and antibiotics were recommended. The patient was treated with cephalexin 4.5 mg every four hrs. For 10 days. At the time of the report, the small lump on the patient's arm remained. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).